Event description:
Patient received emergency room treatment for elevated blood glucose levels. Patient was also experiencing cold symptoms.

Manufacturer narrative:
The pump was returned to ainimas for evaluation. Evaluation revealed a crack in the battery compartment, but demonstrated that the pump was operating with required specifications and delivery accuracy.